Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis and stroke is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device retained by patient.

Event description:
It was reported that a patient was admitted to the hospital from home on (B)(6) 2017 for fever due to an unrelated cause. On (B)(6) 2017 while inpatient, the nurse noted diminished pulse on right upper extremity (rue), and right brachial clot was confirmed on ultrasound. The patient was taken for thrombectomy that afternoon. Imaging on (B)(6) 2017 post-intervention showed what appeared to be a newly developed thrombus is the hvad outflow graft. The pump flows were noted to be slightly down from baseline but there were no associated alarms initially. On (B)(6) 2017, the patient's flows decreased to 1-1.5 lpm. The patient could not be listed due to compliance issues and he was not considered a surgical candidate for re-operation. On (B)(6) 2017, the nursing staff noted flaccidity on the patient's left side along with facial droop. A head CT was done which revealed a right parietal-temporal hemorrhage measuring 2.4cm x 3cm with a slight midline shift. Neurosurgery was consulted but due to poor candidacy for cardiac surgery intervention, they opted to not intervene. Hospice was consulted and a family meeting was held the morning of (B)(6) 2017. A decision was made to withdraw care on the patient that afternoon and he passed away shortly after. The family denied an autopsy and the pump will not be sent back. All peripherals were disposed of by the site. The official cause of death was hemorrhagic cerebrovascular accident (hcva) which converted from an ischemic cva which broke off from the thrombus in the hvad outflow graft.

Manufacturer narrative:
After further review of additional information received have been updated accordingly. The pump (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed via review of the controller log files since log files were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Of note, the site reportedly found a thrombus in the outflow graft during imaging. The official cause of death was reported to be hcva. Based on the available information, the most likely root cause of the reported inadequate flow rate can be attributed to an occlusion caused by thrombus formation in the outflow graft. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.